Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the internal battery was defective and could not hold a charge. On (B)(6) 2026, the customer stated that the device would shut down immediately whenever it was disconnected from the alternating current (ac) power supply. No patient or user harm was reported, and the device was confirmed to be outside of use at the time the problem occurred. In response, a good faith effort (gfe) communication was received from the authorized service provider (asp). While the asp did not provide the diagnostic report (drpt) from the time of the event, they clarified that the necessary service has since been completed. The asp stated that the specific information for the parts used to service the device was asked but unknown (asku). However, the asp confirmed that the device was successfully restored to full functionality and has been returned to active hospital use. The investigation confirms that a product malfunction occurred, but the exact root cause could not be determined because the specific service part information was not provided. The investigation concludes that no further action is required at this time, and the complaint file will be reopened if any additional information is received.